Event description:
It was reported that during a da vinci s prostatectomy procedure the maryland bipolar forceps instrument was noted to smoke from the tip of the instrument. The surgical staff inspected it and noted a burn portion at the tip. The instrument was exchanged into a backup instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that both yaw pulleys exhibited charring and localized melting at the grip base, between the grips. The charring was a possible sign of an arcing event. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .095 - .421 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.